Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted for a 30-40 mm thoracic aortic dissection. It was reported that approximately 3 days later, a CT was performed and a type ia endoleak was observed. Ballooning was then performed proximally which resolved the endoleak. As per the physician the cause of the event was that the pigtail catheter during the index procedure was not placed in the proximal aspect of the graft and as a result the leak was not seen then. No additional clinical sequalae were provided and the patient is fine.